Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient expired. The patient was found unresponsive with the pump still functioning. The patient had missed dialysis appointments and was fluid overloaded.